Event description:
Free flow of propofol drip. Pt intubated in ER for airway protection. Propofol started at 5mcg/kg/min. While turning pt a few minutes later, 2 other rns noticed that bottle was mostly empty and dripping fast. Immediately paused drip. Looked at program and verified that channel was programmed correctly at 5mcg/kg/min. Attempted to volume out channel. Pump brain read volume infused for this channel was 0.9ml. Even though when manually emptied and bottle there was only 30ml left (100ml in entire bottle). Bp taken immediately and was 66/40; 1l bolus given with frequent bp checks every 2 minutes. Pt reported to bolus. Pt at end of 1l bolus 94/56. Channel as damaged. Inspection of the device revealed a crack of the outer door hinge. We were previously aware of alaris having issues with free flow when the inner hinge is cracked, but this involved the outer door. An alert was sent out to nursing to examine and secure all other pumps with this defect. To date, 6 other pumps with outer hinge cracks have been identified (7 altogether). Five of the pumps with defective casing of the outer hinge were manufactured in 2006. One pump was from 2011 and the other pump was from 2013.